Event description:
Patient informed that during the dawn of (B)(6), his father found him with hypoglycemia symptoms (unresponsive and sweating). His father tested his blood glucose with the performa system , result read 116 mg/dl at 1:00 a.m.. Seeing such a contradictory result, he performed a second test with a result of 49 mg/dl at 1:02 a.m. With this confirmation of a hypoglycemic episode, his father prepared sugar dissolved in a glass of water for him to drink. The results of tests performed during the following hours showed that the patient stabilized his glycemic values. Because the last two strips were used with control solution, the strips are not available for return. The control tests were within the given range.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.